Event description:
The device was returned as it was reported that there was an error code failure 42224 system during power up. The results of the investigation confirmed the reported issue in the device's history log. There was no patient involvement.

Manufacturer narrative:
E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified that the unit was serviced once in 12 months for a 41541 alarm within the review period. Visual and functional tests were performed. The error code 41786 was confirmed in the device's history logs. The probable cause was the main board, which was replaced to fix the issue.